Event description:
Product involved: alcon contact lens solution - opti-free puremoist multi purpose contact lens cleaning and disinfecting solution with lens case 20 fl oz -2 pack description of the adverse event: in (B)(6) 2025, I experienced a severe and unexpected reaction immediately after using this contact lens solution. While driving to (B)(6), my eyes began burning intensely. By the time I reached (B)(6), the burning was so severe that I had to pull over because I could no longer see clearly. My eyes were tearing uncontrollably, and I was unable to focus enough to drive safely. I removed my contact lenses and put on my glasses, but the burning continued. I remained on the side of the road for approximately 30 minutes, unsure if I could drive. I ultimately had to call my daughter, who is a paramedic, to come get me. She brought eye flushing solution and rinsed my eyes on site. I had to leave my car behind and retrieve it the next day with the help of my other daughters. Medical treatment received: I contacted my eye doctor first thing monday morning and was seen on (B)(6) 2025. My eyes were extremely irritated, and I had to leave work due to pain and light sensitivity. For nearly a week, I could not look at a computer screen, sunlight, or bright lights. The irritation and sensitivity were intense. Ongoing effects: I was unable to wear my contact lenses for an entire month after the reaction. Even now, I no longer feel safe using my weekly contacts because I am afraid to use the solution again. I have worn contact lenses since I was 16 years old and have never experienced a reaction like this to any solution. Product concerns: I submitted the product bottle to alcon for testing at their request. I was told verbally that the product "tested clear," but I was never provided with written results or documentation. I am concerned about the lack of transparency and the possibility of contamination or an ingredient issue. I also have concerns about how widely this product is promoted in eye clinics as universally safe, despite the potential for severe reactions. Impact on daily life: this incident caused significant pain, inability to work for several days, loss of ability to wear contacts for a month, and ongoing fear of using the product again. It also resulted in medical expenses that the manufacturer has refused to reimburse. Reason for reporting: I am submitting this report so the FDA is aware of this adverse reaction and can evaluate whether similar incidents have occurred. I believe consumers should be informed of potential risks, and I want to help prevent others from experiencing a reaction as severe as mine.